Event description:
The customer states the device is taking too long to charge. No patient involvement was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.